Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The manufacturer¿s international service technician noted that the no abnormality was identified in the exterior. The thought is that the failure was in the backup alarm audio device mounted to the cpu pcba. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The component was return for analysis. The root cause was isolated to a component (ls1)

Event description:
The customer reported that the "check vent: back alarm failed" occurred. There was no patient involvement.